Event description:
During a lap cholecystectomy, the device had poorly formed clips. Clips didn't close and clips scissored during the first firing. It would form clips inconsistently. Case completed with an el314. No patient consequence.